Event description:
It was reported that during continuous renal replacement therapy with a prismaflex st150, the drain bag tubing "broke and leaked". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed the effluent pump segment was disconnected from the support plate. There is a non-homogenous mark of solvent on the tubing of the pump segment. The reported condition was verified. The cause of leak was due to the disconnection. The cause of the disconnection was due to a lack of solvent during assembly of manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.